Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks. Technical services (ts) was contacted and recommended following up with the physician. This electrode was explanted due to infection. No additional adverse patient effects were reported.